Event description:
Caller states that a patient reportedly received the following results on the inform system within 10 minutes: 398 mg/dl, 148 mg/dl, 255 mg/dl, and hi (greater than 600 mg/dl). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.